Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Untreated episodes as well as atrial fibrillation (af) episodes were stored as a result. Technical services (ts) reviewed the presenting s-ECG and discussed the most likely cause for such s-ECG presentation would be either a conductor fracture at the xiphoid, or a compression-type fracture at the device pocket. Subsequently, review of x-ray images noted no obvious fracture at the xiphoid area, however, noted that the electrode was close to the device's edge. Ts noted that the proximity of the electrode to the device's edge could be a potential source for a potential compression fracture in the area of the sense a conductor. Ts discussed performing pocket and xiphoid manipulation, in addition to palpating with the attempt to observed s-ECG artifacts. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Untreated episodes as well as atrial fibrillation (af) episodes were stored as a result. Technical services (ts) reviewed the presenting s-ECG and discussed the most likely cause for such s-ECG presentation would be either a conductor fracture at the xiphoid, or a compression-type fracture at the device pocket. Subsequently, review of x-ray images noted no obvious fracture at the xiphoid area, however, noted that the electrode was close to the device's edge. Ts noted that the proximity of the electrode to the device's edge could be a potential source for a potential compression fracture in the area of the sense a conductor. Ts discussed performing pocket and xiphoid manipulation, in addition to palpating with the attempt to observed s-ECG artifacts. No adverse patient effects were reported. This device remains in service. Additional information was later received from the patient advocate that unspecified programming changes were made to the s-ICD. The patient then reported receiving shock therapy two days later and felt like their heart was racing. The patient advocate indicated that an in home device check was performed following shock delivery, and the patient was told that the delivered shocks were inappropriate. Additional information was received from the field representative that a single inappropriate shock was delivered due to oversensing. Additionally, the smartpass feature was noted to be disabled. The sensing vector was reprogrammed and appeared to have resolved the oversensing. No adverse patient effects were reported. This device remains in service.